Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced ¿overfill" during an unknown process step while using an amia machine. The patient was hospitalized for the event. Treatment was not reported. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The condition was not reproduced during the sample analysis. The device met specifications. A service history review was performed and revealed that the device has no previous service events. The event history log review revealed the seven most recent therapies showed the patient¿s average uf (ultra-filtration) was approximately 269 ml. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The review revealed the programmed estimated night uf (100 ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to zero may result in a higher risk of iipv (increased intraperitoneal volume). Therefore, based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.